Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance, difficult to remove (cds/sgc), and device causing damage were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade <1 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. It was noted that there was no initial mr present, as fluid was given. Blood pressure was elevated due to the drugs administered. When the clip delivery system (cds) was inserted in the steerable guide catheter (sgc), resistance was felt before reaching the keyway. During attempts to remove the cds, the clip was stuck in the hemostatic valve. Air was present in the sgc and a loss of column was observed. The sgc was lowered below the level of the heart and aspirated. The clip was removed, along with the sgc and both were replaced. The procedure was aborted due to suboptimal transseptal puncture with a height of less than 3cm and due to an aortic hugger (the trajectory in left ventricular outflow tract (lvot) parallel to the valve plane). It was not possible to achieve an acceptable trajectory during the attempts to steer to the valve. There were no adverse effect to the patient and no air visible. The mr was grade <1.